Event description:
During attempted implant of the right ventricular (rv) lead, the helix of the rv lead could not be retracted. Helix damage was suspected. A different rv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of helix damage was not confirmed but helix mechanism issue was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found the helix fully extended and clogged with blood. X-ray examination found over-torque of the inner coil at the connector region consistent with procedural damage and no anomalies were noted at the helix region. After cutting the quad-lumen insulation tubing and cleaning the distal portion of the lead, the helix could be retracted and extended by applying torque directly to the inner coil. The measured full helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood, blood on the inner coil, and over-torque of the inner coil.